Manufacturer narrative:
The proximal articulating surface of the genesis ii ps high flexion insert showed burnishing and abrasive wear. A fully locked insert would typically show mild rounding throughout the anterior locking mechanism. The anterior locking mechanism was partially deformed upwards suggesting that the insert was not completely engaged into the tibial base and was impinging against the anterior locking mechanism of the tibial base. A curved area of wear and deformation due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface. Severe deformation and damage of the dovetails due to the insert riding on the tibial tray was observed. Some wear was observed on the anterior and posterior sides of the post. The features observed on the insert suggest that the combination of partial engagement of anterior locking mechanism and anterior tibial post impingement may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface occurred due to the insert riding on the tibial tray after disassociation. Corrected information: the part and lot number that came with the product was different than what was provided on the initial MDR. They have been corrected in the appropriate fields above. In addition, the device expiration and manufacture date have been adjusted accordingly.

Event description:
It was reported that revision surgery was performed due to loosening of the insert.